Event description:
Power plug melted at wall outlet, smoke damage to wall, no injuries or deaths. Problem attributed to damage incurred during use.

Manufacturer narrative:
Conclusion of investigation: with the evidence and information provided, we can only speculate the root cause of the failure. It is possible when the equipment was in the process of being moved the cord was still engaged in the electrical outlet. With enough force and angle damage could occur to the plug blade. This could also occur a few times before the plug had the failure. Other possible causes could be cords not stored properly on machines, dragged on the floor, stepped on, pressure on plug from bed too close to outlet, etc... Interpower corporation is confident that the (B)(4) hospital grade plug is in compliance.